Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). It was also noted that the patient experienced pain at the battery site. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7077062/7077679.

Manufacturer narrative:
Correction to the initial MDR in blocks e1 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7077062/7077679.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). It was also noted that the patient experienced pain at the battery site. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted devices were disposed by the facility.